Manufacturer narrative:
No samples have been received. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that dull knife blades were experienced during surgery. There was no harm or injury to the patients involved. Additional information has been requested. This is first of two medical device reports for this facility.